Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a problem with delivery and is not certain if there were any alarms or not. No further information was available. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: on investigation, review of the black box data revealed the last bolus delivery was recorded on (B)(6) 2015 at 16:32. The last basal delivery was recorded on (B)(6) 2015 at 17:07. Review of the alarm history revealed typical usage alarms; no errors, alarms or warnings related to the complaint. The basal and bolus deliveries added up appropriately to the total daily dose to show that the pump was delivering insulin accurately until the last date used. On investigation, the pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. There were no interruptions in delivery during testing and no errors, alarms or warnings occurred. Investigation did not duplicate the complaint and the pump was found to be delivering as intended. Unrelated to the complaint, the display screen was noted to be dim and discolored and the battery compartment was cracked above and below the bumper pad.